Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: date of this report was updated. Date received by manufacturer was updated. Type of report was updated. Type of follow up was updated. Device evaluated by manufacturer was updated. Method code was updated to 10. Results code was updated to 3252. Conclusions code was updated to 4307. Narrative/data was updated. The reported device was received for evaluation. The reported condition of a fractured implant was confirmed. Visual inspection of the as returned product identified that the implant is covered in bone tissue from trephining. The implant is confirmed to be fractured at the collar. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review could not be performed without relevant item and lot information. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Brand name is unknown. Item and lot is unknown. 510k is unknown.

Event description:
It was reported that the abutment screw was loose but it was determined that the implant was fractured. The exam also indicated that the site also showed signs of bone loss and inflammation.